Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) was in an alarm continually. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.